Event description:
Customer reported via phone call that insulin pump was malfunctioning. Customer reported that battery longevity was very short. Customer stated that reservoir indicator showed empty when reservoir was full. Customer also reported of receiving an "unexpected restart" alarm. Customer's blood glucose was 435 mg/dl. Customer declined troubleshooting. Customer called back after visiting with nurse and again declined troubleshooting and requested for insulin pump to be replaced.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing, it was concluded that the device operated within specifications.